Event description:
The customer stated that she tested her blood glucose and received a reading of 293 mg/dl using her contour meter. She retested using another meter and received a reading of 141 mg/dl. The difference between the reading falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.